Event description:
It was reported that the svc coil impedance had increased from around 80 to 101 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 2 - patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2010 and (B)(6) 2011. Weekly and daily hv-lead impedance trend data show varying impedance for max svc defib impedance= 83 to 101 ohms range between (B)(6) 2010 and (B)(6) 2011.